Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was completed with a delay. A philip field service engineer (fse) went onsite and analysed the system log file. The analysis identified that the host pc diagnostic test failed, resulted a system shut down with blue screen. The fse replaced the host pc. The defective part was returned for analysis, but the supplier could not identify the cause of the failure. Following replacement, the system was returned to use in good working order.

Event description:
It was reported to philips that the system shut down with a blue screen and took 10-15 minutes to boot back up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.